Event description:
The metal inner component on the pump connector came out during a revision when the hcp removed it to try and aspirate the catheter. The connector was removed and a new pump connector used. The catheter was removed due to a break. There were no patient symptoms or injuries reported related to the event. The patient recovered without sequelae. The pump was used to deliver infumorph.

Manufacturer narrative:
Concomitant medical products: catheter: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4). Analysis of the catheter sc connector revealed difficulty with sc connector led to explant.

Manufacturer narrative:
(B)(4).